Manufacturer narrative:
A review of reactive rates was performed by comparing data from the prism metrics database for lot 52117m500 to the 95% confidence intervals in the abbott prism (B)(6) o plus package insert. For total donors, the upper 95% confidence intervals for irr and rrr are 0.13% and 0.12%, respectively. The ir and rr rates were found to be within the package insert upper confidence intervals. An increase in complaint activity for increased reactive rates with abbott prism (B)(6) o plus, list number 3l68 was observed. However, as the reactive rate continues to be within package insert claim, this does not represent a product deficiency or malfunction.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that repeatedly reactive prism (B)(6) plus results, reagent lot 52117m500, were generated for multiple patient samples that confirmed (B)(6). No adverse impact to patient management was reported. The following data was provided: sid (B)(6), (B)(6) 2015, architect 1.12, 1.23, 1.27 s/co, confirmatory negative; sid (B)(6), (B)(6) 2015, architect 1.77, 2.00, 1.73 s/co, confirmatory negative; sid (B)(6), (B)(6) 2015, architect 1.03, 1.06, 1.07 s/co, confirmatory negative; sid (B)(6), (B)(6) 2015, architect 1.59, 1.47, 1.49 s/co, confirmatory negative; sid (B)(6), (B)(6) 2015, architect 1.06, 1.03, 1.02 s/co, confirmatory negative; sid (B)(6), (B)(6) 2015, architect 3.43, 3.15, 3.22 s/co, confirmatory negative; sid (B)(6), (B)(6) 2015, architect 1.16, 1.07, 1.11 s/co, confirmatory negative sid (B)(6), (B)(6) 2015, architect 2.43, 2.35, 2.4 s/co, confirmatory negative; sid (B)(6), (B)(6) 2015, architect 5.51, 5.7, 5.99 s/co, confirmatory negative; sid (B)(6), (B)(6) 2015, architect 1.29, 1.38, 1.31 s/co, confirmatory negative; sid (B)(6), (B)(6) 2015, architect 1.27, 1.39, 1.39 s/co, confirmatory negative; sid (B)(6), (B)(6) 2015, architect 1.08, 1.1, 1.05 s/co, confirmatory negative; sid (B)(6), (B)(6) 2015, architect 1.29, 1.21, 1.45 s/co, confirmatory negative; sid (B)(6), (B)(6) 2015, architect 2.05, 2.19, 2.35 s/co, confirmatory negative; sid (B)(6), (B)(6) 2015, architect 1.04, >1.00, 1.02 s/co, confirmatory negative; sid (B)(6), (B)(6) 2015, architect 3.11, 3.22, 3.21 s/co, confirmatory negative; sid (B)(6), (B)(6) 2015, architect 1.03, 1.07, 1.14 s/co, confirmatory negative; sid (B)(6), (B)(6) 2015, architect 12.31, 12.43, 12.52 s/co, confirmatory negative.